Manufacturer narrative:
(B) (4). (B) (4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based, has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-00497 and medwatch 2210968-2009-00498. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a laparoscopic hysterectomy procedure on (B) (6) 2009. During the procedure, the handpiece stalled after five minutes of usage. A second piece was used to continue the procedure with no adverse pt consequences.